Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post procedural image were provided by the facility, and the following was observed: as reported, 'esheath was cut by physician for exploration what happened with valve.' The strain relief is cut off and the crimped valve is exposed through the torn sheath liner, with an inflow valve strut bent outwards. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through esheath and esheath liner torn were confirmed per provided device imagery. 'As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The vessel was not pre dilated. The commander ds with the valve got stuck 5 to 6 cm after insertion through esheath. Moreover, one of the valve struts was bent while advancing. All the system was removed through esheath. After the withdrawal, there was some torn in esheath that was probably caused when the valve got stuck inside.' Per the follow up communication, the 'esheath was cut by physician for exploration what happened with valve.' Per review of the returned post-procedural device imagery, the strain relief was cut off and the crimped valve was exposed through the torn sheath liner, with an inflow valve strut bent outwards. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification and tortuosity can result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and tear it upon advancement. Excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the crimped valve and sheath. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while procedural factors (valve caught on liner, excessive manipulation) may have contributed to the liner tear. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards europe affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the commander delivery system and valve got stuck 5-6 cm after insertion through the esheath, and one of the valve struts was observed to be bent. It was decided to remove the delivery system and valve through the esheath. After the withdrawal, a tear in the esheath that was noted. A new 23mm sapien 3 ultra valve was prepped, inserted, and implanted successfully. Per report, the patient had a vascular problem related to vascular access. During vascular femoral closure, the artery was occluded as the anchor got stuck in the dissection, possibly caused by the esheath tear. The team used a balloon dilator to solve the issue, but the symptoms of lower limb ischemia persisted. Vascular intervention was performed. The patient final outcome was good and the patient was discharged. Per report, the perceived root cause of this event was probably due to a 'technical issue' with the inner layer of esheath.

Manufacturer narrative:
Investigation is still ongoing.